Manufacturer narrative:
.

Event description:
It was reported that during generator replacement surgery on (B)(6) 2014 due to end of service, the setscrew for the vns patient¿s replacement generator could not be secured with the hex screwdriver provided. The hex screwdriver has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned hex screwdriver was completed. No anomaly was identified with the returned torque wrench. The normal function and normal audible noise of the torque wrench was verified.